Event description:
User facility mandatory medwatch received that stated, "pt connected to continuous infusion chemotherapy. Approx 5 hours later, the pt noticed that her clothing was damp, checked fanny pack and saw that chemo bag was leaking. Her daughter donned gloves, stopped gemstar pump, clamped the pt's port tubing and placed the chemo bag into 3 plastic bags. Daughter stated that tubing is not connected to bag and bag looks empty. Verified chemo bag contained in plastic bags. Instructed pt to remove damp clothing and wash skin with soap and water. Instructed to leave everything in place until home med infusion rn arrives. Writer contacted registered pharmacist and oncology md regarding the issue. Md states ok to provide new chemo bag and supplies and restart infusion. Infusion rn to check amount of infused chemo during visit." Upon further query the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent at an unspecified rate via a gemstar pump and had been placed inside a fanny pack. It was reported approx 5 hours after the delivery was started, an unspecified volume of solution leaked from an unspecified location on the tubing set onto the pt's clothes and skin. The solution that leaked was cleaned up according to the user facility's protocol. The homecare pt's skin was cleaned with soap and water. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info including when the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.